Manufacturer narrative:
It was resolved with replacing the unit. It was caused due to gnawing of screws while connecting. Device evaluated by MFR: it is non-repair item because of the endoscope accessory. It was replaced at the customer site for resolving the problem.

Event description:
Defective screw threads at three of-g11. The fixing ring threads are worn out. The customer complain the short durability. This event occurred at the time of before use. There was no report of patient harm.